Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range pace impedance measurements. All other lead diagnostics were normal and stable. Isometrics and repetitive impedance measurements did not reveal any impedance issues. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.